Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and loose/detached set screw.

Event description:
It was reported that during the implant after attaching the lead to the implantable cardioverter defibrillator (ICD), noise appeared. The physician unscrewed the lead form the ICD to check the connection. It was observed that the screw disappeared. The ICD was attempted and not used. A new ICD was used. No patient complications have been reported as a result of this event. A new device was used and the device will be sent for analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.